Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the patient went to the emergency room (ER) at the end of (B)(6) 2023 due to the sudden onset of pain. They were in the hospital for 5 days. The patient stated they spent (B)(6) and part of (B)(6)screaming and in withdrawal. (B)(6) at 11:30am the pump turned itself back on. Agent asked if the reason was determined. Patient stated no. The patient stated later on that (B)(6)"at 5 o'clock it turned itself off again" and remained off until wednesday. Patient stated they were screaming, in withdrawal, and stalled until wednesday. Patient stated no one in the hospital would implant a new pump and the patient was sent to a healthcare provider (hcp) 2 hours away, but that surgeon told the patient they would not take them on as an ongoing patient after the procedure. The patient stated when they were in the hospital in may for 5 days screaming in the same type of pain, sudden onset of pain, the patient stated 2 hcp's came in and mentioned something about granuloma, but patient stated they didn't understand. The patient was told they wouldn't get a new pump because there was nothing wrong with the pump. The patient stated they didn't know what was wrong until another dr walked in "on day 9" and told the patient they had something blocking the catheter. They identified a granuloma adhered to the spinal cord around t9-12 by looking at previous imaging from (B)(6) 2021. The patient stated it turned out that the granuloma was there in (B)(6) 2021 but it was like a flap and would flip up and down blocking the catheter intermittently. On (B)(6) 2023, the surgeon was able to pull the catheter out of the granuloma without paralyzing the patient. The patient stated the new pump and catheter were located higher up than the previous pump and catheter. The pump was sent back to medtronic and the patient was told there was nothing wrong with the pump, but they had spent 15 days in the hospital before they found the granuloma. The patient stated they were changing the mixture of the medication on their next appointment on (B)(6), (B)(6) 2023. The patient stated they thought the granuloma may have be related to the fentanyl so they were lowering the fentanyl, but the rest of the medications would remain the same. The patient's medications that were in the pump were fentanyl (unknown dose and concentration), unknown morphine (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the patient went to the emergency room (ER) at the end of (B)(6) 2023 due to the sudden onset of pain. They were in the hospital for 5 days. The patient stated they spent saturday, sunday and part of monday screaming and in withdrawal. (B)(6) at 11:30am the pump turned itself back on. Agent asked if the reason was determined. Patient stated no. The patient stated later on that monday "at 5 o'clock it turned itself off again" and remained off until wed. Patient stated they were screaming, in withdrawal, and stalled until (B)(6). Patient stated no one in the hospital would implant a new pump and the patient was sent to a healthcare provider (hcp) 2 hours away, but that surgeon told the patient they would not take them on as an ongoing patient after the procedure. The patient stated when they were in the hospital in may for 5 days screaming in the same type of pain, sudden onset of pain, the patient stated 2 hcp's came in and mentioned something about granuloma, but patient stated they didn't understand. The patient was told they wouldn't get a new pump because there was nothing wrong with the pump. The patient stated they didn't know what was wrong until another dr (B)(6) walked in "on day 9" and told the patient they had something blocking the catheter. They identified a granuloma adhered to the spinal cord around t9-12 by looking at previous imaging from (B)(6)2021. The patient reported that when they had their pump implant replaced in (B)(6) 2021 due to expected end of service (eos), they were home for 2 hours when they had a sudden onset of pain and were screaming in so much pain and spent 5 days in the ER. The patient stated it turned out that the granuloma was there in (B)(6) 2021, but it was like a flap and would flip up and down blocking the catheter intermittently. The patient stated it turned out that the granuloma was there in (B)(6) 2021 but it was like a flap and would flip up and down blocking the catheter intermittently. On (B)(6) 2023, the surgeon was able to pull the catheter out of the granuloma without paralyzing the patient. The patient stated the new pump and catheter were located higher up than the previous pump and catheter. The pump was sent back to medtronic and the patient was told there was nothing wrong with the pump, but they had spent 15 days in the hospital before they found the granuloma. The patient stated they were changing the mixture of the medication on their next appointment on (B)(6), (B)(6) 2023. The patient stated they thought the granuloma may have be related to the fentanyl so they were lowering the fentanyl, but the rest of the medications would remain the same. The patient's medications that were in the pump were fentanyl (unknown dose and concentration), unknown morphine (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration). Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 9000 mcg/ml at 4134.8 mcg/day, clonidine 900 mcg/ml at 413.48 mcg/day, bupivacaine 45 mg/ml at 20.674 mg/day and morphine 13.5 mg/ml at 6.202 mg/day via an implanted pump. The pump was implanted on (B)(6) 2021 (normal pump replacement) and the case was completed around 3:30-4 pm. The rep received a call from the implanting doctor around 7pm stating the patient was complaining of groin and hip numbness, ice cold feet, buttocks sensation that changes from hot to cold and burning, shaking/tingling/vibration sensation on legs. The patient described the cold and hot as being a deep sensation as opposed to skin/superficial. The patient went to the emergency room. It was noted the procedure occurred with no deviation/issues. Settings from the old pump were programmed for the new pump. The drug concentration and dosage remained the same. No catheter revision was done. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled to have an MRI and pending spine consult with the doctor. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information received from the company representative (rep) on 2021-dec-10 indicated that the cause of the symptoms was unknown to the rep and the hcp did not know either. The pump settings and medication dosage and concentrations prior to procedure were the same as post pump replacement procedure. The MRI was canceled and it was unknown if it would be rescheduled. There were no external factors that contributed to the symptoms and no actions/interventions were taken to resolve the event. The event has been resolved as the patient had reported no symptoms since (B)(6) 2021 and they will be discharged from hospital per the hcp.

Event description:
Information was received from a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's catheter was replaced because there was something growing on it that attached to her spinal cord. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-feb-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.